Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the event of leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing." "When adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port." "When adjusting band volume once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum."

Event description:
Reported even of "tube disconnection" from journal article: "outcomes of bariatric surgery: clinical benefits versus short-term and long-term complications", nutritional therapy & metabolism (2011) 29 (3): 124-133. MFR of device is unk. It is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 1 case of "tube disconnection" mentioned in the article.